Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's screen was damaged and affecting reading ability. Customer's blood glucose level was unknown. Customer reported that the insulin pump had rejected new battery. Customer reported that the insulin pump had slower during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube spring contact and corroded battery tube. We were unable to perform all functional testing including the operating currents, a21 error, rewind, basic occlusion, occlusion, prime/a33 or excessive no delivery alarm tests or verify the failed battery test alert, rewind anomaly or missing segments/partial display anomalies due to the blank display. The pump was received with minor scratches on the lcd window. The p-cap locked into the reservoir compartment properly.